Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that stress of repeated use, external factors or handling may have caused failure of the parts mounted on the electrical circuit board such as the ic chip and capacitor. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. "Inspection of the endoscopic image". Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image. The reported issue occurred during preparation of use for a therapeutic laparoscopic sacrocolpopexy (lsc) procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that there were scope communication error messages (b30 and e216) and there was no scope ID data which, are all reportable events. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation, it was observed that the image disappeared at an angle and presented scope communication error e216. Additionally, scope communication error b30 message was present due to damage on the charge-coupled device unit. It was also observed that there was a loss of scope ID information due to breakage of the identification board. It was observed that the adhesive on the bending section cover had a chip due to chemical and physical stress. It was also observed that the bending section could not be fixed firmly due to wear of the lock engagement lever caused by deterioration of the friction plate. Lastly, it was observed that the bending section cover, and the protector of the video cable section had a scratch due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.